Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct with portion out of the ampulla into the duodenum during a procedure performed on an unknown date. On (B)(6) 2025, the patient presented for a standard follow-up and a scheduled stent removal. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician tried to pull the stent out. However, there was tissue ingrowth through the distal wires of the stent. The stent would not move, and tissue damage would occur if the stent was forcibly removed. The physician decided to place another stent of the same model through the damaged stent (stent-on-stent fashion), which successfully completed the procedure. Following the successful placement, the patient passed away. It was noted that the patient death was not related to the product malfunction but from pulmonary embolism.

Manufacturer narrative:
Block b5 has been updated. Block h1 has been corrected. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2301 captures the reportable event of additional device required.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during a procedure performed on an unknown date. On (B)(6) 2025, the patient presented for stent removal. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician tried to pull the stent out. However, there was tissue ingrowth through the distal wires of the stent. The stent would not move, and tissue damage would occur if the stent was forcibly removed. The physician decided to place another stent through the damaged stent (stent-on-stent fashion), which successfully completed the procedure. Following the successful placement, the patient passed away. It was noted that the patient death was not related to the product malfunction but from pulmonary embolism.